Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was already being treated in the hospital for a previous adverse event they had experienced hyperglycemia. The patients reported blood glucose level was over 300 mg/dl with a new pod being worn for 8 hours. As treatment, the patients pod was removed and they were given an insulin drip. The patients pod will not be returned as it has been discarded.